Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause is traced to user technique. The user reported that after the intra-operative spin, the surveillance meter showed yellow, which indicates 1 mm to 2 mm of movement between the surveillance marker and drb. The user reset the surveillance marker without updating the registration and proceeded with navigation. The software has the user confirm that they would like to reset the surveillance before proceeding. During navigation, the software detected excessive forces on the load cell during bone work. This is a result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the warning and alerted the user. Additionally, the user acknowledges that they will perform a landmark check on the operative levels to ensure navigation integrity after registration and that they will work towards the reference base from the distal level to limit changes in registration for multi-level surgery. The gps platfrom and spine risk analysis and dfmea can be found using document number 6143.9000.3674. The current rev's date is 15-sep-2021. The relevant risk and mitigations are identified under gps-risk-4330 and gps-risk-4120. The cause of the reported issue was traced to user technique.

Event description:
Misplaced screws with excelsius gps. Drb, surveillance marker and ict were placed. Intra-op "o-arm" spin performed. Surveillance is green. Landmark checks performed; accurate; surveillance green. Ict removed. Surveillance goes yellow. Landmark checks. Resets surveillance. Green. Robot enters field. Accuracy is confirmed w hsd on revolve locking cap placed on patients back prior to the spin. Accuracy is slightly off. Proceed with screw placement without issue. Intra-op "o-arm" spin post screw placement reveals grossly inferior screw placement compared to the screw planning. L4 and l5 on both right and left screws.